Event description:
While servicing the ventilator, the respironics service technician reported when testing power transition between ac power and external battery, the ventilator would restart repeatedly and alarm. The ventilator was not in use on a patient; therefore, there was no patient involvement or harm. The customer did not report any occurrence during previous usage. The respironics service technician replaced the external battery and battery charging circuit to correct the problem. The service technician replaced the power supply as a precaution. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Battery charging circuit.